Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous high result for one patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. An automatically dispensed aliquot of the sample initially resulted with a psa value of 5.2 ng/ml. The sample was manually aliquoted and repeated, resulting with a psa value of 1.1 ng/ml. The sample was repeated a third time, resulting with a psa value of 1.1 ng/ml. The 1.1 ng/ml value was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The psa reagent lot number was 311233. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. He replaced aged probes and tubing as a preventive measure. He confirmed the probe washing volume and adjusted the volume since it was slightly low. He performed a system volume check. He ran performance testing. Controls were tested and there were no issues with control measurement. In general, the system was determined to be working within specifications. No relevant alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.